Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was completed. The clinical observations were confirmed through laboratory analysis as the setscrew was stuck in the up position against the retaining washer, and the force required to loosen the setscrew was greater than the force that would be exerted by the torque wrench packaged with this device. The instructions for use (IFU) provides additional instructions on how to loosen stuck setscrews if they occur during procedures and reminds users not to back the setscrew out against the backstop.

Event description:
It was reported that during routine replacement of this subcutaneous implantable cardioverter defibrillator (s-ICD), the set screw was unable to be loosened after multiple attempts. The electrode came out of the device header without the set screw being loosened or having to tug on the electrode. The device was successfully explanted and replaced. No adverse patient effects were reported. The product has been received for analysis.